Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to verify motor error alarm and excessive no delivery alarm due to no button response. Motor passed motor test. Pump received with broken reservoir tube lip, broken battery tube threads, minor scratched lcd window, case cracked at the display window corners, scratched reservoir tube window, cracked reservoir tube window, and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 82 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.